Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue has been reported with the adc device. Customer received sensor scan results that were lower when compared to competitor brand meter readings. Customer experienced tremors, seizure, and loss of consciousness but was reportedly able to self-treat with glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.